Event description:
Information was received from a product consumer regarding their implantable infusion pump which was delivering either morphine or dilaudid at an unknown dose. On (B)(6) 2015 the consumer reported that their pump had been removed a few weeks after the implant in 2013 due to an infection. The patient had become septic and was hospitalized. The infection had resolved after explant. No results of diagnostics tests, relevant medical history, concomitant drugs, or therapy dates were reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from a consumer. The date of the infection was unknown. It was again noted that the infection had been resolved when the patient had surgery to remove the pump and clean out the wound. The reporter thought there was morphine in the pump at the time of the infection.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709, lot# l78422, explanted: (B)(6), 2013, product type: catheter. Product ID: 8575, lot# n075625, explanted: (B)(6) 2013, product type: accessory. (B)(4).